Event description:
Liver transplant - "during a liver transplant, fogarty clamp was placed on the portal vein. Surgeon noticed bleeding around the clamped portal vein. Clamp was slipping so a second clamp was applied, with blood leakage noted to be still coming from the portal vein, despite the application of the second clamp. A third clamp was placed to control bleeding. It was noticed that the fogarty insert soft pads were separating from the firm pads." "Device malfunction that is, the device did not do what it was supposed to do."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.